Event description:
A serum sample from a pt was negative with testpack plus hcg combo obc. This same serum was run on the acs and was positive at 49 miu/ml. The testpack result was not reported. No further info was provided.